Event description:
The customer complained of the insulin pump alarming motor error. During troubleshooting, the insulin pump passed the self test. However, the insulin pump failed the displacement test. The customer was advised to revert to a backup method to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.